Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the saphenous venous graft. The 90% stenosed target lesion was located in the extremely tortuous and moderately calcified right coronary artery (rca). A 2.50x12mm synergy ii stent was advanced but was unable to cross the lesion. The device was removed from the patient's body however, it was noted that the stent was dislodged from the stent delivery system (sds) balloon within the distal rca. A 2.00x15mm balloon catheter was then introduced into the patient. The balloon catheter advanced though the detached stent and the balloon was inflated to 16 atmospheres. A second larger 2.5 x15mm balloon catheter was advanced and the balloon was inflated to 20 atmospheres to fully appose and expand the stent against the vessel wall. Further angiographic assessment was taken and the procedure was successfully completed. No patient complications were reported.